Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and confirmed that a split tubing at pinch valve pv49 caused the leak. The fse replaced the tubing through pv49 to resolve the leak. Failure mode is attributed to a split tubing at pv49 and the instrument generated "diluent comparison out of limits" errors to alert the customer of an instrument problem. (B)(4).

Event description:
The customer reported less than 10 ml of clear fluid leaked from the coulter hmx hematology analyzer with autoloader onto the counter and eventually the floor of the laboratory. The customer indicated that the instrument generated "diluent comparison out of limits" errors during the event. The operator was wearing personal protective equipment consisting of a laboratory coat, gloves and eye protection at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.